Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional. Device manufacture date: monitor: 11/14/2014. Belt: 03/05/2015.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of twenty lifevest shocks and one non-lifevest shock. The patient was reportedly unconscious at the time of the event. The patient's wife was reportedly by his bedside. Following the treatment, the patient was awake and alert and speaking to nurses letting them know that he was okay. The patient's rhythm at the time of the first 16 shocks, all delivered by the lifevest, was ventricular fibrillation (vf). The post-shock rhythm for the first 15 shocks was sinus rhythm at 50-80 bpm. The post-shock rhythm of the 16th shock was sinus tachycardia at 130 bpm with non-sustained ventricular tachycardia (nsvt) and motion/CPR artifact. The lifevest then delivered the 17th to 19th shocks while the patient's rhythm was obscured by motion/CPR artifact. The post-shock rhythm of the 17th and 18th shocks was obscured by motion/CPR artifact while the post-shock rhythm of the 19th shock was sinus tachycardia at 130 bpm degrading to ventricular tachycardia (vt) at 260 bpm. The patient then received the one non-lifevest shock while in vt at 260 bpm with the post-shock rhythm being vt at 220 bpm. This was followed by the last lifevest shock delivered while the patient was in vt at 220bpm. The treatment shock delivered was a 118 joule pulse with an impedance of 570 ohms. The low energy pulse was delivered due to the high impedance. The post-shock rhythm was obscured by motion/CPR artifact. The lifevest then declared a non-treatable rhythm about 3 seconds after the last shock was delivered. The response buttons were not pressed during the event. No further information is available. The patient survived the event. Per doctor's orders, the patient was transferred to the hospital's ICU. The patient ended use of the device.